Event description:
It was reported that a grounding pad burn occurred. A maestro 3000¿ cardiac ablation system - controller and a 7-110-2.5-8-10 blazer prime xp were selected to treat the patient. During a flutter ablation procedure, temperature spikes were noticed on the monitor. It was then discovered following ablation that the patient had burns under the grounding pads. The procedure was completed with this device. There were no further complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. During investigation at (B)(4), the maestro controller passed power-on self-test (post), rf on test, and all performance criteria of the final test procedure. Additional stress testing was performed at high and low temperature and high and low voltage margin with no problem found. The top enclosure of the device was removed and a visual inspection was performed with no defects found. During the investigation, the device did not exhibit any malfunction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a grounding pad burn occurred. A maestro 3000 cardiac ablation system - controller and a (B)(4) blazer prime xp were selected to treat the patient. During a flutter ablation procedure, temperature spikes were noticed on the monitor. It was then discovered following ablation that the patient had burns under the grounding pads. The procedure was completed with this device. There were no further complications reported.

Manufacturer narrative:
(B)(4).